Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed the displacement test. A33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/a33 test and excessive no delivery test due to a33 alarm during basic occlusion test.

Event description:
The customer reported via phone call that they had an issue with their insulin pump. Blood glucose at the time of the event was 120 mg/dl. No further information was provided. Insulin pump will return for analysis.